Event description:
It was reported that during a routine visit the history was checked and the pump speed was not normal during a very short time. The patient said they had an alarm during one night while on the power module. The patient had low flow and low speed alarms. The patient was told to stay on batteries and an x-ray for the percutaneous lead would be done. Driveline damage was suspected and the alarms resolved with a non-grounded patient cable the patient continued to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted driveline x-rays showed the internal and external portions of the driveline and were unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file was reviewed. Low speed events were captured on (B)(6) 2022 with pump speed as low as 2720 rpm (revolutions per minute) while the device was connected to the power module. The low speed events were associated with low speed advisory alarms, low speed hazard alarms, low flow hazard alarms, and/or time base fault flags. The pump otherwise maintained a speed above the lsl and appeared to function as intended. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22feb2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.